Event description:
The dentist reported that 4 months after the dental implant was placed in the pt bone, it was verified its non-osseointegration. The implant was installed in region #8, with 43 ncm. Of primary stability and immediate load was not executed.